Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "stopped dispensing insulin right". Customer's blood glucose was elevated; however, the exact value was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information was provided.